Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was in the hospital due to a malfunctioning insulin pump. The caller did not have the device with her for troubleshooting, and didn't know what was wrong with it. It was also unknown whether or not the patient was experiencing high or low blood glucose levels at the time of the hospitalization. The caller only wanted to speak to the department that handled upgrades, as the patient had stopped using the device, and had gone to a back up plan. Nothing further was reported.